Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose value was 10 mmol/l. Customer stated that the display was not blank less than 30 seconds and returned. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated that display did not return after insulin pump restart. Customer stated that insulin pump exposed to moisture. Customer advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.